Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt implanted with cslp plates at c5-c6, c6-c7 for an acdf in (B)(6) 2003. Recent x-rays showed a broken plate. No add'l info available. Hospital has explanted hardware. Unk if hardware will be sent to synthes.